Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the patient "had to go through verify screen 8-10 times with each battery change for last year before it confirms and moves to main menu". There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the black box showed no evidence of a power issue. The pump powered on with the returned battery cap. The battery cpa was unable to be fully tightened. The battery compartment was cracked from the threads to the case seal. No evidence of moisture was found in the battery compartment. The pump was run for 24 hours with a test battery cap. No reboots, losses of power, or call service alarms were duplicated. The pump was opened to find no evidence of moisture or loose components. The power issue was not duplicated during investigation. Unrelated to the original complaint, the down arrow keypad button would not spring back appropriately. The keypad rubber was intact. The keypad was removed to find a cracked down arrow button contact. No contamination was found under the button contacts. (B)(4).